Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was on saturday the patient was charging up the implant and when they got up to walk the stimulation increased rapidly. Patient said they could feel the stimulation in their legs and back. Patient called manufacturer representative (rep) on sunday and was redirected to patient and technical services (pats). Agent understood pt did not get a hold of the manufacturer representative (rep) and was redirected to pats. The issue was not resolved through troubleshooting. The patient was redirected back to their healthcare provider to further address the issue. The quality of the call was very poor so agent could not clearly understand the pt.